Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address instability. Per sales rep it is unclear if the stem was loose or if it was undersized and may have subsided. Upon subject matter expert review it was realized that the proximal body cone was also revised and therefore was loose and/or subsided along with the distal stem component. (B)(4). The body cone component, also explanted was not returned for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. It was reported that these depuy femoral devices were implanted with competitor manufactured acetabular devices. This use is not recommended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability. Per sales rep it is unclear if the stem was loose or if it was undersized and may have subsided. Upon subject matter expert review it was discovered that the proximal body cone potentially may have contributed to the loosening.